Event description:
Md attempted to close arteriotomy with proglide closure device, but as stated, a portion of the vessel intima adhered to device and was withdrawn when device removed. That piece of tissue was sent to pathology for review. The 6fr sheath arteriotomy needed to be upsized to 8fr sheath for bleeding control and finally access site was able to be closed with angioseal.